Event description:
It was reported that the patient went into an MRI field and was getting shocked. The outcome is unknown. Further information is being requested at this time.

Manufacturer narrative:
(B) (4).